Manufacturer narrative:
Analysis found normal battery depletion.

Event description:
It was reported that the patient presented to the clinic and was experiencing dizziness. The patient had a heart rate of 20 to 30 beats per minute. The patient was admitted to the emergency room. The physician attempted to interrogate the device and loss of output was noted. The device was explanted and replaced.